Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had developed a power issue unit powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2016 - time unknown. She reported that her meter would turn off during use and had to use a neighbour's meter. The patient manages her diabetes with insulin (self-adjuster) and stated that on (B)(6) 2016 at an unspecified time she administered 30 units of humalog. The patient reported she developed symptoms of dizziness, shaky legs and could barely walk. The patient stated that she decreased her dose of medication by an unspecified amount. The patient stated that she had used her neighbours meter on (B)(6) 2016 and obtained a blood glucose reading of 395mg/dl. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Based on the information provided, there was no misuse of the product and the meter battery needed replaced. The cca noted that when the patient was educated on the auto-shutoff function the issue remained unresolved. However, when the battery was replaced the issue remained unresolved. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.